Manufacturer narrative:
Initial reporter phone number (B)(6).

Event description:
The customer reported message about an x2 speaker problem appear. The device was not used for patient monitoring at the time of the alleged malfunction.